Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer reported that the insulin pump had blank display. Troubleshooting was performed for blank display. The customer reported that the display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted. (B)(4).